Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor broke during medical procedure.

Manufacturer narrative:
Alleged failure: during medical procedure the peek zip anchor broke. Surgeon inserted the anchor with a little hammer blow at the anchor grasp and screwed in the anchor under normal force. The anchor was inserted approx. 2/3 as it broke. Procedure was completed successfully as the rotator cuff was inserted with 2 iconix 2.3mm. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user error - anchor compromised due to hammer blow. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported the anchor broke during medical procedure.